Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc has reconfirmed the olympus china report and the fact that the reported phenomenon has been duplicated and the manufacturing history (DHR) of the subject device. Omsc could confirm that the reported phenomenon had occurred right after the delivery of the subject device. From the above matters, omsc concluded that the reported phenomenon was likely to have occurred due to malfunction of the component with image signal processing function in the dp board of the subject device caused by disturbance noise or static electricity when installing the device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated, but omsc rereviewed the report of olympus china and revised the cause of the reported phenomenon with surmising as follows; based on the report of olympus china and it said the reported phenomenon was solved by replacing the dp board, omsc surmised there was the possibility this phenomenon was attributed to the dp board failure of the subject device due to the accidental failure of the dp board components. Because the reported phenomenon had occurred immediately after delivery of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found as follows; the appearance of the subject device was good, and there was no obvious artificial damage. There was no abnormality in the video socket and inside the subject device. It was run the test with the compatible device owned by olympus (B)(4), the image of the subject device at dvi channel became abnormal after keeping for 5 minutes. After replacing the dp board of another video processor owned by olympus (B)(4) to the subject device, it was worked without any abnormality. But the dp board which had been on the subject device was put back on the both devices, the subject device and another video processor owned by olympus (B)(4), the reported phenomenon duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the following causes; there might have been a problem with the cable connection between the subject device and the monitor. The connection of the cable might have been not complete, and it made the loss of the image of the subject device. Or, since the subject device was immediately after delivery, the components on the cm board might have failed accidentally and the cm board failed. Since the cm board is generating sdi output signals, and it was inferred that the output from sdi became unstable due to this failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was appeared with something like green particle shadow and showed no signal intermittently during the acceptance inspection by the field service engineer of olympus china at the user facility. There was no report of patient injury associated with the event.